Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor slid the sheath to suction and cautery during a laparoscopic low anterior resection, the tip of the sheath was damaged when the hook was moved in and out. The hook broke at the tip and lost capability to suction fluid. It was also stated that there was a leak coming from the tip if the device. Additional operation was performed to correct the issue.